Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the nurse was unable t infuse due to the pump being occluded. No injury reported.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). We received a used filled easypump ii lt 125-25-s-us, without packaging. The received sample was taken to a visual inspection. Damages that would lead to a malfunction were not detected at the sample. The sample was taken to a functional test, respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes, the pump was working (solution was running). Leakage was not detected. The reported defect was not confirmed. A review of the device history records was performed and no abnormalities were found during the in process and final control inspections. In addition, no adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow up report will be submitted.